Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged burning smell, and device is too hot to touch. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an external and internal visual inpsection of the device was completed by the manufacturer and found dust-like contamination, dried liquid spots, mineral deposit and water ingress in the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer found thermal event on pca. The manufacturer concludes contamination were external to the device. There was no evidence of sound abatement foam degradation. The manufacturer confirms thermal event on pca.

Manufacturer narrative:
In previous report, manufacturer missed to code for contamination. Now in this report, it has been updated along with due date and date received by mfg.